Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. This report is to address event two and is two (2) of two (2) the consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on unknown date. Confirmation testing was not performed. However, she had cold symptoms, her daughter caught what she had and turned positive for covid-19 at doctor's office no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event: the date mentioned is an approximate, it was not provided by consumer the remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Manufacturer narrative:
Section b3: the date mentioned in this section is an approximate, it was not provided by consumer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device

Event description:
The consumer reported multiple false negative results with the binaxnow covid-19 ag self-test performed on unknown date. This report is to address event two and is two (2) of two (2) the consumer reported a false negative result with the binaxnow covid-19 ag self-test performed on unknown date. Confirmation testing was not performed. However, she had cold symptoms, her daughter caught what she had and turned positive for covid-19 at doctor's office no additional patient information, including treatment and outcome, was provided.